Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Patient code 3191(no code available) is intended for surgical interventions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery no device associated with this report was received for examination. Another report (pc-000131154) was found against this product/lot combination. It is recognized however that it involves this same patient and same individual device. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Any follow-up for additional event information will be conducted by the legal group. - without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. - the device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 27-feb-2020: the investigation was re-opened upon the receipt of additional information. No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found additional related reports against the provided product code, lot number combination. A previous device history record (DHR) review on legacy complaint com-197830 did not reveal any related manufacturing deviations or anomalies. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. - the device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot ==> a previous device history record (DHR) review on legacy complaint com-197830 did not reveal any related manufacturing deviations or anomalies.

Manufacturer narrative:
(B)(4). Attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability. After receiving a left attune total knee replacement on (B)(6) 2016, patient received a knee manipulation under anesthesia on (B)(6) 2016, to address post-operative arthrofibrosis of the left knee. Left attune knee was revised on (B)(6) 2018 to address ongoing pain, swelling, and evidence of femur and tibial implant loosening. Revising surgeon observed that femur was loose, with good adherence of cement to implant, but a "slime layer" between the cement mantle and underlying femoral bone. Surgeon noted tibial base plate was loose at both interfaces, with about 50% of the cement adherent to bone, and 50% seemingly adhered to the tibial implant. Upon further examination, the cement attached to the tibial implant easily debonded from the implant in one single piece; in contrast to the portion of the cement adhered to the tibial bone, which was well-integrated. The patella was well-fixed and not revised. Depuy cement was used during primary. There was no indication of infection reported associated with the specimens sent during revision surgery. Doi: (B)(6) 2016; dor: (B)(6) 2018; (left knee).